Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
It was reported, that a patient with a 21mm 3300tfx pericardial aortic valve was scheduled for valve-in-valve intervention. After an implant duration of six (6) years, eight (8) months, due to a high gradient of 28mmhg.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent valve-in-valve intervention after an implant duration of six (6) years, nine (9) months due to aortic stenosis and a high gradient of 28mmhg. The patient initially presented with shortness of breath. The tavr procedure was performed with a 23mm non-edwards transcatheter valve. The procedure concluded with excellent results. The patient was noted to be doing well post procedure with no stenosis or pvl noted post-tavr.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The most likely cause is patient factors, including a history of cabgx2.